Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The service inspection could not confirm anything broke off the scope, however, the model ring at the proximal end of the scope was found completely loose. The inspection also noted there are dust/debris particles inside the optical system and under the eyepiece window. The rigid outer tube is bent with scratches on the distal end and scratches on the eyepiece funnel. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer autoclavable telescope has a reported broken component, ¿top of scope broke off¿. The customer reported issue was found at an unspecified procedure. The intended procedure was completed using another device. There was no delay in the procedure and no death or injury and no impact to person or other was reported to olympus.